Event description:
It was reported that this right atrial (ra) lead exhibited variable impedance measurements. At this time, although the measurements have been high when tested in bipolar configuration, no out-of-range measurements have been reported. Technical services (ts) recommended reviewing the patient in clinic to assess the integrity of the ra lead. No adverse patient effects were reported. This ra lead remain in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).